Manufacturer narrative:
(B)(4). Part number associated with device only sold in (B)(4). Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient with hard bone was being implanted with screws, rods, and locking caps. When surgeon tried to introduce the screw into the bone with the t25 stardrive screwdriver shaft, the screwdriver shaft damaged the screw head. Damage to the screw head made it impossible to continue to insert the screw or remove the screw. Surgeon had to place a rod in the locking cap to attempt removal of screw. The screw's monoaxial turned counterclockwise. The procedure was prolonged a significant amount of time.